Manufacturer narrative:
Investigation result of wire broke. Investigation results: visual evaluation of the returned device showed that there were multiple bends found in a section of the working length and kinks in the pull wire. The hypotube had been broken at proximal end of handle t-fitting. The hypotube was bent and exposed. The brush bristles, which has dried red residue, and tip were present, properly formed, and without issue. Functional analysis showed that there was resistance when the brush was attempted to extend with the use of pliers on the exposed section of the hypotube. The event was most likely caused by some operational or anatomical aspect of the procedure which restricted the pull wire¿s ability to move freely within the catheter. Attempts to extend and retract the brush with pull wire movement restricted resulted in the bent and broken thumb ring and broken pull wire. Therefore, the most probably root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the biliary duct during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure the brush got stuck in the cannula and could no longer advance further. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire broke.